Event description:
It was reported that the anesthesia workstation generated a technical error indicating a patient cassette error. Alarms for high airway pressure were found in the logs. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the anesthesia workstation generated a technical error indicating a patient cassette error. Alarms for high airway pressure were found in the logs. The provided logs confirm the reported issue. Our field service engineer has investigated the reported issue on site. It was noticed that the expiratory channel connector board's contact was not aligned correctly with the expiratory channel cassette board that is mounted inside the patient cassette causing the reported issue. The issue was resolved by removing and re-fitting the expiratory channel connector board. If the contact was not aligned properly it could lead to an open circuit or short circuit between the expiratory channel connector board and the expiratory channel cassette board. It was not possible to define the root cause for the miss alignment of the expiratory channel connector board. The expiratory channel connector board is mounted inside the patient cassette lid. It connects to expiratory channel cassette board that is mounted in the patient cassette. It will also power supply the heating foils at the sample filter holders.